Event description:
Caller reported a tandem mobi cartridge alarm, and it was confirmed as cartridge alarm 34. There was no adverse impact to the customer's blood glucose level. The caller was able to successfully load a cartridge and resume insulin therapy, and the issue was resolved.